Event description:
The customer claimed that the order of the results transmission of the cell-dyn sapphire laboratory info system (lis) has changed without notice, when switching from revision 2.4 to revision 2.5. For example, procalcitonin (pct) and platelet distribution width (pdw) have changed in the order of transmission. This change was not mentioned in the new revision's specification (2.5). There was no impact to pt management reported.

Manufacturer narrative:
The investigation found an issue with the cell-dyn sapphire laboratory info system (lis)/middleware interface change specification, list #08h09-01. These changes are optional, this means that, if customers do not want the additional features activated, their lis will not change. The lis transmission for version r2-5 software contains a change in the order of results transmitted to the lis, which has created the issue with some existing lis if the customer does not correctly map the lis by the numerical result label prior to upgrading to r2-5 software. Based on the above investigation, a product deficiency was identified for the cell- dyn sapphire lis/middleware interface specification, list #08h09-01. A review of the domestic and international complaints for the months of october 2007 through january 2008 did not find an adverse trend on the list base hem software for this issue. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.